Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/6/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was returned with a crack along the battery compartment and from the top traveling to the bumper. Unrelated to the original complaint, the bolus button cover was found to be torn but still operable. The battery compartment threads were found to be stripped. The battery cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.